Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA but it is similar to the product which is sold in the USA with a 510(k) of k983112. The inspiratory tube of the complaint rt212 breathing circuit was visually examined and tested for bent heater wire pins by connection to a heater wire adaptor. Results: testing indicated that one of the heater wire pins in the inspiratory tube was bent, preventing full insertion of a heater wire adaptor to the breathing circuit. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is likely that the bent pin in this case occurred post-production, for instance during equipment set-up by the user. It is possible for the heater wire pins to become accidentally bent if the heater wire adaptor is inserted into the heater wire plug at an angle, for instance. Bent pins do not prevent ventilation of the pt, but can affect the heating of the ventilatory gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the heater wire adaptor on the inspiratory tube of an rt212 adult inspiratory heated breathing circuit could not connect with the heater wire socket. No pt consequence was reported.